Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.0-10.5cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 18.1-19.1cm and 33.5-34.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was electively explanted during device change out for eri. Externalized conductors were observed on explant.